Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to suspected lead fracture, stimulation impedance increased, deterioration of sensing, oversensing and/or noise and increase of threshold. It was also reported that impairment of atrial lead likely by means of revision of rv lead, thus the lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).